Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen intermittently timed out faster than expected. Additionally, the touchscreen was intermittently unresponsive and navigated to different screens without any interaction. The customer's blood glucose (bg) was 540mg/dl. The customer administered a manual injection to address bg level. Reportedly, the customer performed a pump reset to resolve the issues and continued to use the pump for insulin therapy.